Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrameter was giving "error 4" messages. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient stated that the reported issue began two days prior, at around noontime. During that time, she reportedly obtained an "error 4" message on the subject meter. The patient reportedly tested several times and was getting the same message. The patient did not take any actions following the reported issue. Two days later, at 12:22 p.m. The day she contacted lfs, she reportedly experienced "shakiness" and as a result, reportedly took food and/or beverage. She stated that she tried to test on the subject meter while experiencing the symptoms and could not confirm the blood glucose reading due to the reported issue. The patient was not tested on any other meter. The patient did not receive any medical attention. During the troubleshooting, the cca could not resolve the reported issue since the alleged test strips were returned to the pharmacy. The patient's testing technique was reviewed to be correct. Replacement products were sent to the patient. This complaint is being reported since the "error 4" issue was not resolved with the alleged test strip vial the patient called in about. In addition, the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.